Event description:
Device - opticross hd - boston scientific ivus - coronary imaging catheter issue - multiple episodes of no reflow phenomenon has been observed, total of 6 cases in the last 8 months. It has been noted that this is related to flushing the ivus catheter to clear the image while inside the coronary artery. This is likely causing air embolism, and thereby loss of flow in the coronary arteries. This is not seen if the catheter is flushed outside the body. The company advocates flushing of the catheter inside the body if the image quality is not optimal. However I feel this should be corrected and the catheter should only be flushed outside the body and a caution or warning label should be provided to avoid it being flushed inside the coronaries.